Event description:
The customer contacted physio-control to report that their device would not power on during a recent patient event. The customer further advised that the device battery status showed one (1) blinking bar on readiness display. A backup device (also a lifepak 1000) was available and used to continue patient care. The patient survived the event. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4). It was later confirmed by the customer that a replacement battery was obtained and installed in the device. Proper device operation was then observed and the device was placed back into service for use. Neither the device, nor the battery, were returned to physio-control for evaluation. The battery was approximately 5 years old and had likely become depleted normally due to age and use. The customer was provided with detailed instructions on how to verify the readiness of their device and determining the battery's charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery.